Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage. Pressure integrity testing was performed at 0.5 l/pm with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at one of the "y" connections. The leak appears to be from the bond connection. Reason for return was confirmed. Conclusion: complaint is confirmed for leaking. Analysis found leaking in the connection; although the root cause of the defect could not be confirmed. After evaluation the cause of this complaint could not be determined. There were no adverse patient effects as a result of this incidence. Personnel were notified of the product event to provide awareness to production personnel of the implications and consequences of the reported defect in the field. In addition, quarterly recertification of solvent application methods is conducted to reinforce operator knowledge. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after use of a custom tubing pack, the healthcare provider was flushing out the cardioplegia circuit when the solvent ¿welded¿ connection in the bridge started to leak. The procedure was over, so there was no patient involvement and no adverse effect occurred.